Event description:
Patient's meter would not start. Patient had symptoms, which consisted of frequent urination and not feeling well. Patient mentioned that the "meter just blinks" and would not start. When the meter does not start, a patient cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value. Patient did not seek medical attention or call their md. Customer service was unable to resolve the issue and sent patient a new meter.